Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 49 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that customer had experienced symptom related with low blood glucose level. It was unknown that auto mode feature was active at the time of incident. Customer inserted a new sensor and it went into warm up. For over an hour, they had noticed that the progression bar that indicates that the sensor was warming up had not moved. The insulin pump will not be returned for analysis.